Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for in-clinic check. It was noted that the cardiac resynchronization therapy defibrillator exhibited myopotential oversensing, reproducible with coughing, which was then resolved with programming.